Event description:
On 07/27/1998, the customer reported that the washer on side a of the automatic endoscope disinfector leaked approximately 4 gallons of gluteraldehyde solution onto the floor into an adjoining procedure room. The fire department was called in to clean up the spill and the building was evacuated and closed until the spill was completely cleaned up. The building was reopened on 07/28/1998. On 07/29/1998, the fluid on side b completely leaked out of the dsd unit.